Event description:
A malfunction alarm was reported, identified as malf 0, resulting from a software error. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, and no recurrence of the malfunction occurred afterward. The customer was advised to continue using the pump and to report any recurring malfunction codes.